Manufacturer narrative:
Insulin pump was received with button error alarm due to corroded keypad traces.

Event description:
It was reported that customer received a button error alarm. Customer's blood glucose was unknown. Insulin pump would need to be replaced.